Event description:
It was reported that revision surgery was performed due to suspected metal sensitivity and soft tissue reaction.

Manufacturer narrative:
The event and explant date has been corrected to (B)(6) 2011.